Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one of the devices had migrated distally") and device breakage ("later verified remnants of the device were left behind") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("later verified remnants of the device were left behind" on (B)(6) 2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 455 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). An unknown time later she experienced device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), asthenia ("marked asthenia"), abdominal pain ("severe abdominal pain radiating to the lumbar area/ notwithstanding that, the discomfort and pain, particularly lumbar, have persisted") and back pain ("lumbar pain"). The patient was treated with surgery ((B)(6) 2017 left salpingectomy for essure removal). At the time of the report, the device breakage, abdominal pain and back pain had not resolved. The outcomes for device dislocation, dyspareunia and asthenia were unknown. The reporter considered abdominal pain, asthenia, back pain, device breakage, device dislocation and dyspareunia to be related to essure administration. The reporter commented: examinations verified that one of the devices had migrated distally, for which reason, on (B)(6) 2017, the patient underwent a left salpingectomy for dissection and removal of the essure. However, it was later verified that remnants of the device were left behind, which had to be removed. Notwithstanding that, the discomfort and pain, particularly lumbar, have persisted, and treatment at the pain clinic has been necessary. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the devices had migrated distally') and device breakage ('later verified remnants of the device were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "later verified remnants of the device were left behind" on (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), asthenia ("marked asthenia"), abdominal pain ("severe abdominal pain radiating to the lumbar area/ notwithstanding that, the discomfort and pain, particularly lumbar, have persisted") and back pain ("lumbar pain"). The patient was treated with surgery ((B)(6) 2017 left salpingectomy for essure removal). At the time of the report, the device dislocation and dyspareunia outcome was unknown and the device breakage, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, asthenia, back pain, device breakage, device dislocation and dyspareunia to be related to essure. The reporter commented: examinations verified that one of the devices had migrated distally, for which reason, on (B)(6) 2017, the patient underwent a left salpingectomy for dissection and removal of the essure. However, it was later verified that remnants of the device were left behind, which had to be removed. Notwithstanding that, the discomfort and pain, particularly lumbar, have persisted, and treatment at the pain clinic has been necessary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the devices had migrated distally') and device breakage ('later verified remnants of the device were left behind') in a female patient who had essure (batch no. D30805) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "later verified remnants of the device were left behind" on (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), asthenia ("marked asthenia"), abdominal pain ("severe abdominal pain radiating to the lumbar area/ notwithstanding that, the discomfort and pain, particularly lumbar, have persisted") and back pain ("lumbar pain"). The patient was treated with surgery ((B)(6) 2017 left salpingectomy for essure removal). At the time of the report, the device dislocation and dyspareunia outcome was unknown and the device breakage, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, asthenia, back pain, device breakage, device dislocation and dyspareunia to be related to essure. The reporter commented: examinations verified that one of the devices had migrated distally, for which reason, on (B)(6) 2017, the patient underwent a left salpingectomy for dissection and removal of the essure. However, it was later verified that remnants of the device were left behind, which had to be removed. Notwithstanding that, the discomfort and pain, particularly lumbar, have persisted, and treatment at the pain clinic has been necessary. Lot number: d30805, UDI: (B)(4), production datez: 2014-11-11 and expiration date: 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("one of the devices had migrated distally") and device breakage ("later verified remnants of the device were left behind") in a female patient who had essure inserted (lot no. D30805). Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("later verified remnants of the device were left behind" on (B)(6) 2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 455 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). An unknown time later she experienced device dislocation (seriousness criterion intervention required), dyspareunia ("dyspareunia"), asthenia ("marked asthenia"), abdominal pain ("severe abdominal pain radiating to the lumbar area/ notwithstanding that, the discomfort and pain, particularly lumbar, have persisted") and back pain ("lumbar pain"). The patient was treated with surgery (B)(6) 2017 left salpingectomy for essure removal). At the time of the report, the device breakage, abdominal pain and back pain had not resolved. The outcomes for device dislocation and dyspareunia were unknown. The reporter considered abdominal pain, asthenia, back pain, device breakage, device dislocation and dyspareunia to be related to essure administration. The reporter commented: examinations verified that one of the devices had migrated distally, for which reason, on (B)(6) 2017, the patient underwent a left salpingectomy for dissection and removal of the essure. However, it was later verified that remnants of the device were left behind, which had to be removed. Notwithstanding that, the discomfort and pain, particularly lumbar, have persisted, and treatment at the pain clinic has been necessary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jul-2022: lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.